Manufacturer narrative:
Insulin pump was received with missing segment or partial white display due to cracked lcd glass. Unable to perform the displacement test and self-test due to missing segments or partial white display. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had partial display. Blood glucose was unknown. Customer's mother stated that her son came home from school with a device screen that was white three quarters of a way. The insulin pump will be returned for analysis.